Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 24, 2017, that a wallflex biliary rx fully covered rmv stent was implanted to treat a benign stricture in the common bile duct during a stent placement procedure performed about (B)(6). Reportedly, the patient's anatomy was tight and was not dilated prior to stent placement. According to the complainant, the physician performed an endoscopic retrograde cholangiopancreatography (ercp) with stent removal procedure as planned per protocol on an unknown date and noticed that one of the stent wires was broken and there was some tissue ingrowth at the edge of the stent. The physician decided to leave the damaged stent in place and implanted a longer wallflex biliary rx covered stent over the damaged first stent. On (B)(6) 2017, two-three weeks after the initial planned stent removal, a second stent removal procedure was performed to remove both stents. Reportedly, the stricture was resolved. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A deployed, yellow-colored wallflex fully covered biliary rx stent was received for analysis; the delivery system was not returned. Visual analysis of the returned device found one retrieval loop was detached from the rest of the stent; it was not returned. The other retrieval loop was found with one wire broken. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu)/product label. The most probable root cause for the reported event is anticipated procedural complications as stent fracture and stent occlusion are known physiological effects of metal stent placement and are noted within the dfu. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017, that a wallflex biliary rx fully covered rmv stent was implanted to treat a benign stricture in the common bile duct during a stent placement procedure performed about 9 months ago. Reportedly, the patient's anatomy was tight and was not dilated prior to stent placement. According to the complainant, the physician performed an endoscopic retrograde cholangiopancreatography (ercp) with stent removal procedure as planned per protocol on an unknown date and noticed that one of the stent wires was broken and there was some tissue ingrowth at the edge of the stent. The physician decided to leave the damaged stent in place and implanted a longer wallflex biliary rx covered stent over the damaged first stent. On (B)(6) 2017, two-three weeks after the initial planned stent removal, a second stent removal procedure was performed to remove both stents. Reportedly, the stricture was resolved. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.